Event description:
It was reported by service report that the cot is not secured in the fastening system rail assembly. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Locking bar on fastening system rail assembly.